Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited increase capture threshold and increase high voltage lead impedance. The physician elected to revise the lead. During the procedure, the physician failed to reposition the lead. The lead was explanted and replaced. The patient was stable post procedure.